Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.

Event description:
Nurse reported, via sales rep that the target device is inexact. In addition, to that she reported that the cover of the screwdriver is dismantling. The surgeon was able to finish the operation without any consequences. No further info were given.